Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a revision ¿last month,¿ to move the ins to the other side. When asked, the patient stated that around last october they had started to notice changes to the ins site and said that it hurt. The patient stated that the revision was supposed to have been performed in december, however the day prior to the surgery, the patient had become sick, (not related to the device/therapy) and so it had been postponed. The patient reported that originally, the ins had been placed in the upper buttock on the left side however the patient reported they don't have much body fat in that area and the ins had started to move to the surface. Thus, the ins had been moved to the other side, lower and deeper. The patient said that due to the procedure they were in excruciating pain so they had been given two shots of fentanyl intravenously (via IV). There were no further complications reported.